Event description:
The lead was implanted on (B)(6) 2012, remains implanted. Lv lead appears to have make/break fx, based on measurements. The procedure took place at (B)(6) center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).